Event description:
While transporting a patient to the hospital with shortness of breath, the CPAP machine was hooked to the wall oxygen port in the ambulance. Without warning, the CPAP machine stopped working at all and the mask had to be removed. The machine was moved to a secondary port on the opposite wall of the ambulance and the machine worked for a few minutes then experienced a second complete failure. The machine was moved to a portable oxygen device and worked appropriately for a few minutes and then experienced a similar failure. The machine/mask were removed from the patient at the hospital.